Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 496 mg/dl and diabetic ketoacidosis. Reportedly, the customer experienced gastrointestinal damage. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an auto-off alarm and an occlusion alarm had occurred. Tandem technical support (cts) educated the customer on the pump's auto-off safety feature per user guide. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.